Manufacturer narrative:
No further information was available at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was found to be in backup operation.

Event description:
New information received notes that the device was restored and reprogrammed to its original settings. The patient was asymptomatic before, during, and after restoring the device.